Manufacturer narrative:
Is associated with argus case (B)(4), polident adhesive freshmint. Polident adhesive freshmint is marketed as super poligrip cream in the us.

Event description:
Vomiting, nausea, headache, gastric acid increased. Case description: this case was reported by a consumer via call center representative and described the occurrence of vomiting in a (B)(6) year-old female patient who received double salt dental adhesive cream (polident adhesive freshmint) cream (batch number wx2b, expiry date 1st december 2017) for denture wearer. Co-suspect products included ibuprofen unknown for headache. Concurrent medical conditions included stomach discomfort (patient has history of stomach discomfort for long time. On (B)(6) 2017, the patient started polident adhesive freshmint. On (B)(6) 2017, the patient started ibuprofen (oral) 400 mg 3 times daily (1200 mg daily). On (B)(6) 2017, 1 days after starting polident adhesive freshmint and 2 days after starting ibuprofen, the patient experienced vomiting (serious criteria hospitalization), nausea and headache. The action taken with ibuprofen was unknown. On an unknown date, the outcome of the vomiting, nausea and headache were unchanged. It was unknown if the reporter considered the vomiting, nausea and headache to be related to polident adhesive freshmint and ibuprofen. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: about a week ago, (B)(6) years old women, went to a dentist to get her dentures. The dentist then stick the dentures (there are more than one piece, upper and lower dentures) with polident to the gum. This was happened at 10 pm. Patient already had dinner. Patient then went home and sleep with her dentures attached to the gum. On the next morning, at 5 am, patient got up, gargle and took off the dentures. Afterwards, patient felt headache and nauseous that followed by vomiting all day (about 10x/day). Patient said she took ibuprofen for the headache that was prescribed by dentist. The events were not resolved all week. On (B)(6) 2017 morning, patient called to gsk crs regarding the events that she experienced. Gsk crs encourage patient to go to the doctor for consultation. In the afternoon, when nsc called for follow up to patient, patient said that she's being hospitalized as per today. Patient could not described the reason for hospitalization. Patient said that she has been examine by general practitioner, but patient do not have the doctor's contact detail. Follow-up information received on 10 november 2017: on (B)(6) 2017, the patient started ibuprofen (oral) 400 mg 3 times daily (1200 mg daily). On (B)(6) 2017, 1 days after starting polident adhesive freshmint and less than a day after starting ibuprofen, the patient experienced vomiting (serious criteria hospitalization), nausea and headache. On an unknown date, the patient experienced gastric acid increased. On (B)(6) 2017, the outcome of the vomiting, nausea and headache were recovered/resolved. On an unknown date, the outcome of the gastric acid increased was unknown. It was unknown if the reporter considered the vomiting, nausea, headache and gastric acid increased to be related to polident adhesive freshmint and ibuprofen. Patient was hospitalized because of vomiting, nausea, and headache, since (B)(6) 2017, discharged on (B)(6) 2017. On (B)(6) 2017 patient was hospitalized again with the same symptoms. Patient was discharged on (B)(6) 2017. Early (B)(6) 2017 (patient forgot the exact date), patient was hospitalised again with the same symptoms. Patient then discharged on (B)(6) 2017. Patient do not know the diagnosis, only being informed by doctor that the her gastric acid was increased. No other underlying disease that patient aware of. Patient only use polident one time, never used it anymore.

Manufacturer narrative:
Associated with argus case id2017gsk161905, polident adhesive freshmint. Polident adhesive freshmint is marketed as super poligrip cream in the us.

Event description:
Vomiting [vomiting]. Nausea [nausea]. Headache [headache]. Case description: this case was reported by a consumer via call center representative and described the occurrence of vomiting in a (B)(6) female patient who received double salt dental adhesive cream (polident adhesive freshmint) cream (batch number wx2b, expiry date 1st december 2017) for denture wearer. Co-suspect products included ibuprofen unknown for headache. Concurrent medical conditions included stomach discomfort (patient has history of stomach discomfort for long time. On (B)(6) 2017, the patient started polident adhesive freshmint. On (B)(6) 2017, the patient started ibuprofen (oral) 400 mg 3 times daily (1200 mg daily). On (B)(6) 2017, 1 days after starting polident adhesive freshmint and 2 days after starting ibuprofen, the patient experienced vomiting (serious criteria hospitalization), nausea and headache. The action taken with ibuprofen was unknown. On an unknown date, the outcome of the vomiting, nausea and headache were unchanged. It was unknown if the reporter considered the vomiting, nausea and headache to be related to polident adhesive freshmint and ibuprofen. Additional information. About a week ago, (B)(6) woman, went to a dentist to get her dentures. The dentist then stick the dentures (there are more than one piece, upper and lower dentures) with polident to the gum. This was happened at 10 pm. Patient already had dinner. Patient then went home and sleep with her dentures attached to the gum. On the next morning, at 5 am, patient got up, gargle and took off the dentures. Afterwards, patient felt headache and nauseous that followed by vomiting all day (about 10x/day). Patient said she took ibuprofen for the headache that was prescribed by dentist. The events were not resolved all week. On (B)(6) 2017 morning, patient called to gsk crs regarding the events that she experienced. Gsk crs encourage patient to go to the doctor for consultation. In the afternoon, when nsc called for follow up to patient, patient said that she's being hospitalized as per today. Patient could not described the reason for hospitalization. Patient said that she has been examine by general practitioner, but patient do not have the doctor's contact detail.